Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. It was reported the patient had the "infection for 3 weeks before seeking treatment" and "the patient was in a coma for 3 days" (no further details provided). The patient reported they were treated with unspecified antibiotics and was recovered from the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.